Event description:
It was reported that the patient had an artificial urinary sphincter (aus) implanted in 2018. The aus was not working as the balloon component was deflated. A replacement surgery was requested.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.